Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been receiving uncomfortable stimulation. As a result, the patient plans to have his ipg replaced with a model that provides non-paresthesia stimulation.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced with a different model. Surgical intervention resolved the patient's issue.